Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and supplemental report will be submitted. The instructions for use identifies premature coil separation as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil implant broke during removal from the patient. There was no intervention or injury. The patient was reported to be "well".